Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the peeling adhesive was likely due to stress applied during use of the device, handling, and external factors. However, a definitive root cause could not be determined. During inspection and testing, service confirmed that the forceps elevator wire (k-wire) was damaged, due to handling and use over time. In addition, dirt that was difficult to remove was observed on the objective lens, and the images displayed were cloudy. There was a deformation of the air/water supply nozzle (tip bumped), due to external factors. The bending angle was lacking due to stretching of the angle wire. The play of the angle knob was out of specification due to stretching of the angle wire. The skeleton in the bending section was collapsed. The insertion tube had wrinkling, and the curved rubber adhesive was cracked. The universal cord had wrinkling, there was corrosion was observed on the electrical connector contacts, and the paint on the suction cylinder was peeling. Scratches were observed on the right/left angle lock, scope connector, scope connector side of the universal cord, universal cord, grip, right/left knob, up/down angle lock, up/down knob, control cover, switch box, operating section, tip cover, insertion tube, and distal end (tip body). Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur and are likely due to wear and tear damage from use over an extended period of time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device had a broken wire. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the lighting lens was peeling off. This report is being submitted for the peeling adhesive found by service during the device evaluation.